Event description:
Information received indicates the head of the bed is not rising.

Manufacturer narrative:
The technician isolated the issue to the head up hydraulic tube assembly. He replaced the tube assembly to repair the bed.